Manufacturer narrative:
Investigation/evaluation: the zenith flex aaa endovascular graft bifurcated main body was not returned for an evaluation. Without the complaint device, a physical investigation was not able to be completed. No imaging was provided for review. A review of the device history record, instructions for use, manufacturing instructions, and quality control data was conducted. A review of the device history record revealed no non-conformances were noted. The design history files were reviewed and no design related issues were noted. Additional information including the type of endoleak, procedural information (sizing, placement, patient monitoring, additional procedures), and patient anatomical characteristics were requested but not provided. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU, inspect the device and packaging to verify that no damage has occurred as a result of shipping. If damage has occurred, do not use the product and return to cook. Do not bend or kink the delivery system. Doing so may cause damage to the delivery system and the zenith flex aaa endovascular graft. Do not continue advancing any portion of the delivery system if resistance is felt during advancement of the wire guide or delivery system. Stop and assess the cause of resistance; vessel, catheter or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis or in calcified or tortuous vessels. Type iii endoleaks occur when there is a leakage of blood through the body of the stent graft and is related to poor apposition or separation of the components of the stent-graft (iiia), or it can be due to rupture or tear of the graft material (iiib). With the information given, it is not possible to determine if the endoleak is a type iii(a) or type iii(b). Most often, type iii(a) endoleaks are caused by inappropriate sizing, insignificant graft overlap, or anatomy (tortuous or calcified vessels that prevent a complete seal). It can also be caused by increased blood pressure or hemodynamic displacement forces. As the aorta maintains blood flow and pulsatility, migration is possible with enough pressure. Type iii(b) endoleaks are leaks through the suture holes or tears in the graft fabric. Suture hole endoleaks typically occur as a result of suture elongations caused by incorrect suturing techniques, high blood pressure due to patient anatomy or aggressive anticoagulation use. Tears in the fabric can occur due to the graft having contact with calcified areas or aggressive ballooning. There is no evidence suggesting that the device was manufactured out of specifications. Additional imaging as well as more information on the initial procedure would aid in determining the cause of this complaint. The root cause is inconclusive without additional information. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported via a voluntary medwatch adverse event report that a male patient underwent an abdominal aortic aneurysm (aaa) repair and had a zenith flex aaa endovascular graft bifurcated main body implanted on (B)(6) 2012. The patient developed a type iii endoleak requiring placement of a new graft. Requests were made for additional information regarding pre-existing conditions, availability of imaging, and outcome of the secondary procedure; however the customer has not provided any further information.